Event description:
Boston scientific received information that the patient presented to the emergency room after receiving shocks. Upon interrogation it was noted that the anti-tachycardia pacing (atp) and tachycardia therapy were delivered inappropriately for supraventricular tachycardia (svt). It was noted that therapy was exhausted in the device. Boston scientific technical services (ts) was consulted and discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.